Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received six shocks due to atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) reviewed one episode showing the rate was above the shock zone cutoff, thus the subcutaneous implantable cardioverter defibrillator (s-ICD) does not use discrimination algorithms. Ts also reviewed a previous treated episode that was similar in composition. The rate zone was reprogrammed and the device remains in service. No adverse patient effects were reported.